Event description:
The user reported that after the 4th or 5th pass the aspiration catheter and guide wire got suck in the guide catheter. The aspiration catheter was damaged while attempting to remove from guide catheter. The physician removed the devices and replaced the guide wire and guide catheter. No lot number was provided. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device has been returned for evaluation. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed for lot specific information as the lot number was not provided. The returned device was visually examined and x-rayed. The guide catheter, guide wire, and aspiration catheter were stuck together. The guide wire core wire was broken. While removing the aspiration catheter from the guide catheter, a tear approximately 5cm to the exchange lumen of the aspiration catheter was caused by the looped and broken guide wire. Root cause of the damage is consistent with the aspiration catheter being extended beyond the guide catheter tip far enough to allow the guide wire to 'loop' or develop 'slack' at the proximal end of the exchange lumen and then pulled back into the guide catheter. Method: actual device evaluated. Visual inspection. Radiographic inspection. Results: interoperability problem. Deformation problem. Conclusions: operational context caused or contributed to event.